Event description:
Note: event date is unknown. It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during an extrahepatic biliary drainage (ebd) procedure in the bile duct of a patient. During preparation, after unpacking, it was found that the inner hub was bent about 90 degrees. The procedure was completed with another rapid exchange biliary stent system and there were no reported patient complications. The patient was reported to be in good condition after the procedure. This event has been deeded a reportable event based on the investigation results; stent bent.

Manufacturer narrative:
Evaluation results: the device was received fully assembled. The guide pull wire was observed bent. The stent was also found bent out of the pouch. Functional evaluation could not be performed on this device because the guide pull wire was severely bent. Following a detailed analysis, it was noted that the condition of the returned unit was consistent with the complaint incident that the inner hub of the guide pull wire was bent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is handling damage. A review of the manufacturing documentation found no anomalies or deviations during the manufacture of this batch. (B)(4).